Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement. Damaged/cracked in barrel clamp assy, module latch, flange gripper, case rear, case front, rear door damaged/cracked in pca door, split nut damaged/worn in carriage assy, wiper seal damaged in flange gripper, isolation rib damage in iui, split nut damaged/worn in carriage assy, tube drive bent in carriage assy, motor mount failure in motor, body damaged/cracked in bezel assy.